Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that these tampons unravel and the string completely becomes unattached from the tampon part that was still inserted. She had a difficult time removing it.